Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels; no exact bg levels were provided. Correction boluses were delivered, manual injections were administered and supply changes were performed to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.